Manufacturer narrative:
(B)(4). The reported condition of "channel a 'open' button on keypad inoperative" was confirmed during product evaluation; and was determined to have been caused by fluid ingress. The keypad on channel a was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump where the "'open' button of keypad was inoperative at channel a". It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.48.92.